Event description:
During the initial implant procedure, after being sutured but while still under fluoroscopy, the right atrial (ra) lead was found to have dislodged. The revision procedure was performed and the ra lead was repositioned. At the post-operation follow-up, oversensing which resulted in inappropriate automatic mode switch (ams) was observed on the ra lead. It is suspected, but not confirmed, that the lead insulation was damaged during the revision procedure. No further intervention has been performed and the patient was stable and will continue to be monitored.